Manufacturer narrative:
The date of this submission is (B)(4) 2011. This closes out this report unless other additional significant information is received.

Event description:
Consumer reports that the string came off of the tampon. Corrected information: the previously reported product code o.b unspecified is being corrected to ob. Procomfort based on receipt of sample of one regular o.b. Pro-comfort tampon from consumer. The returned sample was visually inspected and the tampon string is broken at its apex. No lot number was provided with the complaint. Without a lot number, the device history record review, lot trending and visual inspection of retain samples cannot be performed. This report remains a reportable malfunction case.

Manufacturer narrative:
Date of this report is (B)(6) 2011. This closes out this report unless additional significant info is received.

Event description:
Consumer reports that the string came off of the tampon.